Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed and without a confirmed failure mode, a cause for the reported clip opening in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle (efaa) it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Prior to inserting the device, it was noted the patient had a restricted posterior leaflet. An ntr clip ((B)(4)) was inserted and the leaflets were successfully grasped. However, while establishing final arm angle (efaa), the clip opened. Troubleshooting was performed, but the issue occurred once again. Therefore, the physician decided to not use the clip and replaced it. Another ntr clip was inserted and successfully deployed, reducing mr to a grade of 1+. To further reduce mr, the physician attempted to implant an additional ntr clip ((B)(4)). Grasping was performed, but the mean pressure gradient increased to greater than 5mmhg. Due to the increase in gradient, the physician decided to not implant the clip. After the clip was removed, the mean pressure gradient returned to baseline. It was noted there were no issues with the clip during the preparation or use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.